Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The crt-d remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The crt-d remains in service. Additional information indicated that the crt-d was explanted and was then returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description, g4: bsc aware date, d6b: explant date, h3: device evaluation by manufacturer, device not eval by MFR code and h10: additional MFR narrative.